Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0553, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008.the consumer's mother reported her daughter had essure inserted in (B)(6) 2008. She was a single mother of one daughter. Shortly thereafter the procedure she began developing a myriad of physical and emotional/mental symptoms including gastro, menstrual, vague body aches and pains, tics, brain zaps, depression, anxiety, panic attacks, ptsd, mercurial mood changes, hair loss, dental, digestive and irregular heartbeat problems. She sought professional help for both her physical and mental conditions with no improvement. By (B)(6) 2008, she was missing work due to health problems. In (B)(6) 2008 her daughter went to live with the reporter due to her mothers declining health. As of (B)(6) 2009 consumers work absences increased and the professional healthcare produced no improvement; in fact, her deterioration continued. On one occasion the consumer took too much medication and was taken to the hospital. She was diagnosed with serotonin syndrome. She had not been employed long enough to earn disability benefits and had no health benefits or income. To the present, she had sought help from at least 20 healthcare professionals in attempts to get better. In 2013, as a result of our searches, they found a physician and made arrangements to remove the essure coils. Since her surgery, she has slowly improved in some areas but the lasting affects endure. Her overall health is fair at best; she still has episodes of illness necessitating absence from her job. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced vague body aches and pains. The devices were removed and she is slowly recovering. Additionally, one day she took too much medication and was taken to the hospital; being diagnosed with serotonin syndrome. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining events, the reporter stated consumer had emotional disorders with panic attacks, depression, anxiety. She was diagnosed with serotonin syndrome after she took too much medication. Serotonin syndrome is associated with increased serotonergic activity in the central nervous system (cns). It is seen with therapeutic medication use, inadvertent interactions between drugs, and intentional self-poisoning. Considering essure local action at fallopian tubes and given event's pathophysiology causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced vague body aches and pains. The devices were removed and she is slowly recovering. Additionally, one day she took too much medication and was taken to the hospital; being diagnosed with serotonin syndrome. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining events, the reporter stated consumer had emotional disorders with panic attacks, depression, anxiety. She was diagnosed with serotonin syndrome after she took too much medication. Serotonin syndrome is associated with increased serotonergic activity in the central nervous system (cns). It is seen with therapeutic medication use, inadvertent interactions between drugs, and intentional self-poisoning. Considering essure local action at fallopian tubes and given event's pathophysiology causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.